Event description:
It was reported that a large volume intermate had a black mark on its filter. This was found before use. The device was filled with an unknown antibiotic. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from june 05, 2014 ¿ june 06, 2014. Evaluation summary: the device was received for evaluation. During visual inspection a black particle measuring approximately 0.07 mm in size was observed on the filter of the device. There was an insufficient amount of the particle to perform fourier transform infrared spectroscopy. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the particle is unknown. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.